Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome upper limb/neck. The reason for call was implanted with an ins recently and they had been hurting bad. Pt did not understand the ins since it was new to them. The manufacturer representative (rep) went through settings with them but it was not working. Then the day before yesterday the pt was hurting bad more then before the ins. It felt nothing like the trial; pt was hurting more. Pt called the healthcare provider (hcp) office and pt told them they were hurting and had since talked to them a couple times. When the pt goes to sit down and sit up it shocks them really bad, if they were to move a certain way it shocks them, pt noted they did not feel that way during the trial. Pt noted they had to turn the therapy to almost to 0 to get it to stop shocking them. When they would sit up or lean forward it would shock the left hand, left leg, or torso. Pt had groups abc and they tried them all but it means nothing. Pt had two programs, 1 was for upper and 2 was for lower. The rep said don't worry about the numbers but then asked the numbers. When the rep told the pt to stop the pt was just letting them know the ins did not feel the same from the trial. They got great relief from the trial but they were hurting. It was hard to walk for it was not the same. Pt was calling patient services because they wanted an adjustment today, they woke up today and the right arm was hurting more than the left. Pt noted they had two major neck surgeries and was partially paralyze so the pt could walk and grasp but the left side was worse than the right. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.